Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal hydromorphone 16 mg/ml at 9.105 mg/day and fentanyl 900 mcg/ml at 512.13 mcg/day via an implanted pump for non-malignant pain. The patient had withdrawal symptoms (unknown symptoms) and the hcp checked the pump logs ,which showed a motor stall occurred on (B)(6) 2016 at 12:21 and a motor stall recovery on (B)(6) 2016 at 07:58. The motor stall lasted approximately 7 hours. It was unknown if the patient recently had a MRI. The rep would follow up with the hcp. The cause of the motor stall was not determined. It was further reported by the rep the withdrawal symptoms were not resolved and the pump went back into a motor stall. The patient was scheduled for a pump replacement on (B)(6) 2016 and the pump would be sent back for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.